Manufacturer narrative:
The device was returned for evaluation. The inspection of the introducer revealed that the sheath was split and the dilator was confirmed to be bent. The splitting was confirmed to occur along one of the score-lines. The score-line was not a "peel away" score line. A device history record was reviewed and revealed that the 14fr introducer had passed all incoming inspection criteria. The lot analysis review did not reveal any relevant failures. The clinical narrative of this event revealed that this patient had heavy calcification in the area where the introducer was being inserted. Furthermore the artery was relatively deep. Both of these points were speculated by the physician as the likely cause of the failure. The root cause of the sheath splitting was the difficult insertion angle caused by the patient's calcified vasculature and the deep nature of the vessel relative to the insertion site. A CAPA has been initiated to address 14fr introducer sheath failures of this kind. (B)(4).

Event description:
The complainant reported that an (B)(6) female patient with 3-vessel disease was scheduled to have to have a subacute pci to be performed on (B)(6) 2017 with the aid of an impella cp. Good local arterial pulsation was found in both groins. A standard 6f femoral sheath was inserted into the right femoral artery and iliacography showed both iliac arteries as good caliber. A standard 6fr femoral sheath was inserted into the left femoral artery. The 5000 iu of heparin was administered intra-arterially. A long standard j-wire was advanced to the aortic arch. The sheath was then removed from the left groin and the impella cp arterial dilators were used with no resistance. The impella peel-away introducer was inserted into the artery. The wire moved freely, but following the removal of the introducer there was no arterial flow in the sheath. The patient immediately deteriorated into shock due to severe bleeding from the left femoral artery, and was quickly intubated and ventilated. The complainant reported that during the insertion of the introducer it accidently peeled and damaged the vessel wall, requiring surgical repair. During the surgical procedure the patient was administered 6 units of blood. It was estimated that the patient lost a total of 2000 ml of blood. The traumatic lesion in the superficial femoral artery required repair. Both lesions successfully surgically repaired. Additional information was obtained from the complainant, which reported that the patient had very heavily calcified and tortuous vessels and the profunda artery was situated very deep and to the lateral. Due to this some degree of angulation of the sheath occurred during entry into the artery. Thus, the introducer followed the bending and entered the artery, while the peel-away portion of the sheath was peeled off on the edge of the heavily calcified artery; consequently, the peel-away sheath ended up on the outside of the artery. This finding was confirmed visually during the surgical repair. The pci was aborted, and was scheduled for the following week. The impella cp continued to support the patient without issue, and the patient was hemodynamically doing fine. The device successfully supported the patient for approximately 25 days.